Event description:
The universal drill was sent for evaluation due to running on its own without user activation during a procedure. The procedure was completed with the same device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the contact pins are burnt and bent. Corrosion damage and varnish build-up was noted within the internal components of the device.